Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer reported that he was trying to turn his pump back on and he put a new battery in and he can¿t get it to come back on. Customer reported that he turned pump off by pressing back button because it kept beeping to put a battery in and he didn¿t have one. Customer got new batteries. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap are missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.